Event description:
It was reported that the deep brain stimulator shut down due to abnormal battery depletion. The stimulation parameters reverted to the original settings. The device was turned back on, but would enter a power on reset state about 0.5 days later. The pt experienced return of symptoms associated with the event. A deep brain stimulator was replaced. The pt was 'better' afterward.

Manufacturer narrative:
Analysis of the device revealed no significant anomalies. The deep brain stimulator was functionally ok. The battery longevity estimate was 35 months at the given parameters.